Event description:
Customer reports taking novolog 12units based on blood glucose result of 549 mg/dl. States she passed out (timeframe between insulin and incident unknown). Emt's obtained a result less than 10 mg/dl on their meter, and customer was treated with a "sugar" IV. Customer reportedly received a blood glucose result of 260 mg/dl on the advantage system and result of 80 mg/dl on emts meter within 10 minutes. Customer's symptoms improved. Requested return of suspect device and replacement was sent.